Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient's pump was removed due to an infection and could not be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.